Manufacturer narrative:
Lot review: a review of lot# 3387372 showed (B)(4) units were manufactured, tested, inspected and released citing no exception documents in february 2017.

Event description:
Complaint received regarding one 42586-05 ((B)(4)), report states: significant amount of blood noted to be backing up into the tubing of the uac transducer set up. Blood was leaking out onto the arm board. Set up removed and replaced with a new one without further issue. No adverse patient consequences reported.